Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the monitor did not turn on due to a failure of the g1 board (power supply). There were no burn marks or damage to the parts on the g1 board. -the screws on qb-bi shield were missing. -the internal and external bezel plates were cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the device did not turn on. There was no report of patient injury associated with the event.